Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilation procedure in the esophagus. According to the complainant, during the procedure, the needle gauge was not working as there was no pressure noted. Nothing was happening with the needle. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of inflation device gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device showed no issues with the device. Functional analysis was performed, and the a sample stopcock was attached to the device and prepped with 35ml of water, and then was pressurized to 12atm for 30 seconds. It was noted that the needle in the gauge did not move. The complaint was confirmed. It is probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the root cause is handling damage.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilation procedure in the esophagus. According to the complainant, during the procedure, the needle gauge was not working as there was no pressure noted. Nothing was happening with the needle. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.